Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was stable. Customer already reverted to a back-up plan. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. The pump had no damage, only 2 small scratches on the lcd screen. Customer's blood glucose level was 204 mg/dl. Customer stated that the drive support cap was ok.